Event description:
It was reported that the tip of a threaded variable inserter broke off into its mating implant under impaction. The implant with the tip was removed and replaced to complete the procedure. There was no reported patient harm.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a threaded variable inserter broke off into its mating implant under impaction. The implant with the tip was removed and replaced to complete the procedure. There was no reported patient harm.

Manufacturer narrative:
Corrections in d4: UDI number and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation visual inspection revealed that the tip of the device fractured off and is retained in the mating cage in which it broke off. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review per DHR review, the part was likely conforming when it left zimvie control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.